Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and tear occurred. The chronic totally occluded lesion was located in the moderately tortuous non-calcified right superficial femoral artery (sfa). After the 4f non-bsc introducer sheath was inserted, several unspecified guide wires were used unsuccessfully in an attempt to cross the lesion. A non-bsc .014 guide wire was successful. The 1.5 x 20mm sterling es otw balloon was unable to cross the lesion. However, approximately 120 seconds later, the physician noted blood leakage and removed the device. The balloon was noted to be torn, and when the physician performed a lumen flush leakage from both the lumen and shaft were noted, and the physician suspected a balloon rupture. The procedure was completed with another of the same devices. No patient complications were reported and patient status was listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and tear occurred. The chronic totally occluded lesion was located in the moderately tortuous non-calcified right superficial femoral artery (sfa). After the 4f non-bsc introducer sheath was inserted, several unspecified guide wires were used unsuccessfully in an attempt to cross the lesion. A non-bsc .014 guide wire was successful. The 1.5 x 20mm sterling es otw balloon was unable to cross the lesion. However, approximately 120 seconds later, the physician noted blood leakage and removed the device. The balloon was noted to be torn, and when the physician performed a lumen flush leakage from both the lumen and shaft were noted, and the physician suspected a balloon rupture. The procedure was completed with another of the same devices. No patient complications were reported and patient status was listed as good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling es balloon catheter. A blood-like substance was found in the inner shaft. The balloon and inner shaft were bunched/buckled 1.5 cm in length. The distal tip was damaged. Microscopic examination of the device revealed a hole in the shaft approximately 31 cm from the tip and several scratches that may be consistent with interaction with a heavily stenosed and calcified lesion. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)